Event description:
During an abdominal laparoscopy procedure a scrub tech laid the tubing and light source on the pt's abdomen. The tech turned to connect other tubing and upon returning to the pt noticed that the light source had burned a hole in the drape. There were no visable flames, only a brown scorched area around the burn hole. No pt or staff injury occurred.